Manufacturer narrative:
The service repair technician (srt) inspected the base with no visual issues observed. He downloaded the logs and found that the 5 volts signal to the right nic was intermittently dropping which was the cause of the issue. The nic power cable was replaced. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the accessories plugged into the right network interface card (nic) panel were rebooting intermittently. There was no patient involvement.